Manufacturer narrative:
The complaint file has been clinically reviewed and the events the patient¿s subsequent expiration has been assessed as having no relationship to the liberty cycler/fresenius products/pd therapy. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and received completed end stage renal disease (esrd) death notification form were reviewed. On 08/16/2017 during a follow up call, a peritoneal dialysis nurse revealed that this continuous cycler peritoneal dialysis patient expired due to cardiomyopathy on (B)(6) 2017. On 8/23/2017 during a follow up call to the peritoneal dialysis registered nurse (pdrn) it was discovered the patient expired on (B)(6) 2017 due to cardiomyopathy as a result of the patient¿s pre-existing heart condition and continuing cardiac deterioration. Review of the completed received esrd death notification form revealed the patient expired during hospitalization and had discontinued renal replacement therapy prior to death due to acute medical complications. Additionally the patient was receiving hospice care (comfort care/end of life care) prior to his expiration. The primary cause of death identified by the physician of record was septicemia due to peripheral vascular disease (pvd), gangrene. There were no secondary causes of death identified.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pd patient on continouous cycler-assisted peritoneal dialysis (ccpd) therapy expired due to cardiomyopathy on (B)(6) 2017. Additional information and medical records were requested.